Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the proximal right coronary artery with mild tortuosity, mild calcification and 75% stenosis. The vessel diameter was 3.5 mm and the lesion length was 24 mm. After deploying a 3.5x24 mm non-abbott stent, a 3.5x12 mm nc trek rx dilatation catheter was advanced without resistance for post dilatation. Reportedly, the balloon was soaked, air was pulled prior to use and there was no resistance removing the protective sheath. However, the balloon ruptured on the first inflation at 12 atmospheres. The 3.5x12 mm nc trek rx dilatation catheter was withdrawn from the patient anatomy without resistance and post dilatation was performed with a new nc trek dilatation catheter. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; guide catheter: heartrail 3.5x24; stent: nobori 3.5x24. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.